Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on august 27, 2025, with lot number 1383860. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Clarification to partial date of implant: 2007 was provided.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.